Event description:
It was reported that air bubbles were observed within the canister. Reportedly, the customer failed to remove air from the cartridge prior to loading. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 359 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.